Manufacturer narrative:
Fracture pieces of the zest dental locator abutment were received for investigation. The received locator abutment returned without original package; therefore, it was unable to verify zest part number information. Visual inspection was performed as a retuned product and it was noted that abutment has smooth wear at the coronal surfaces and a fracture was noted at the post minor thread. No manufacturing defect was noted. Zest lot history review was performed and no record has been reported for this lot number. Therefore, based on the evaluation, the malfunction had occurred, thread fracture was identified during function and this report was confirmed following inspection. A definitive root cause could not be identified by zest dental solutions. However, thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a locator abutment (loa002) screw fractured and it was removed. Tooth location 11.